Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient fell and hit the implanted left side. A small cut was noted next to the implant. The processor was exchanged but the child no longer has hearing benefit from the device.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient fell and hit the implanted left side. A small cut was noted next to the implant. The processor was exchanged but the child no longer has hearing benefit from the device. The user has been reimplanted.